Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found a broken yaw pulley that potentially contributed to the damaged insulation of the conductor wire. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a broken bipolar yaw pulley near the outer part of the yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 1.6mm x 0.65mm. The components surrounding the break exhibited damage that would have contributed to the broken yaw pulley. Damaged insulation to the conductor wire was the affected surrounding component. The complaint regarding the damaged insulation wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have damage to conductor wire insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had been inspected at the csa, nothing was found there. No report of any cable damage. No loss of cautery was reported. No signs of thermal damage. No fragment fell into patient.